Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a metasul head 36, 12/14, size l/+3.5 on (B)(6) 2011. The patient is experiencing high cocr levels with pain. In addition, he has some decay behind the cup and needs bone grafting. Revision was not yet performed but planned.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend was identified. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description (event details, per) it was reported that the patient received the implants on (B)(6) 2011 and after experiencing high cocr levels with pain (in addition, he has some decay behind the cup and needs bone grafting) has been revised on (B)(6) 2016. Review of received data: revision report dated (B)(6) 2016: patient underwent tha revision due to armd into right hip. Intraoperativelly, it was found that the patient has soft tissue necrosis around the joint and cloudy fluid consistent with metallosis. The cup and the stem found to be well fixed and therefore only the liner and the head were revised. Medical check-up visit date (B)(6) 2016: the (B)(6) male patient has a zimmer mom system implanted into right hip. He developed a cyst behind the cup and has elevated ion levels with tissue reaction. Patient is feeling pain and has discomfort. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using to dfmea: wear to head or liner due to surgeon does not follow surgical technique: possible: implantation report not available, no product available. No x-rays available; wear to head or liner due to damaged head / liner during reduction(s) and surgical dislocations: possible: implantation report not available, no product available. No x-rays available; wear to head or liner due to intra-operative debris: possible: implantation report not available, no product available. No x-rays available; wear to head or liner due to increased frictional forces due to 3rd body debris between head/ ceramic liner: possible: implantation report not available, no product available. No x-rays available; wear to head or liner due to mismatch of head/liner articulation diameters: not possible: combination approved by zimmer; wear to head or liner due to increased wear due to head-liner articulation clearances (design): not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; wear to head or liner due to hard bearing debris remains after liner exchange: not possible: primary implantation; wear to head or liner due to design of liner ID (surface characteristics - surface roughness, roundness, clearances, material) increases wear potential / potential to clamping: not possible: the material compatibility specification certifies the suitability of the material and the documents of material for lot 2539251 indicate that there was no material fault; wear to head or liner due to scuffing / stripe wear of ceramic liner caused by micro separation: not possible: combination approved by zimmer. No ceramic product involved. Primary implantation; wear to head or liner due to joint laxity: possible: patient bone and muscle quality unknown; wear to head or liner due to surgeon error due to inappropriate head / liner combination: not possible: combination approved by zimmer; wear to head or liner due to surgeon trials with a implant / provisional combination (implant liner / provisional head or vice versa): not possible: combination approved by zimmer; wear to head or liner due to insufficient head / liner dislocation distance: not possible: no dislocations reported; wear to head or liner due to use of unapproved (non-ceramic and competitor) head: not possible: combination approved by zimmer. Conclusion summary: neither x-rays, implantation operative notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that a product liability claim was raised and that the patient was revised on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it is reported that patient received the implants on (B)(6) 2011 and after experiencing high cocr levels with pain (in addition, he has some decay behind the cup and needs bone grafting) has been revised on (B)(6) 2016. Additional information received on aug 19, 2016 includes the x-rays, CT scans and medical records of the patient. Review of received data x-rays analysis dated (B)(6) 2011: satisfactory position and alignment. No evidence for fracture, loosening or other significant finding. X-rays analysis dated (B)(6) 2011: good alignment of the cementless device. Acetabular cup inclination angle is 50 degrees. The femoral head component is centered on the acetabular cup. No evidence of loosening or subsidence. The bone density is normal. X-rays analysis dated (B)(6) 2011: ap and lateral views of the right hip demonstrate anatomic alignment without evidence of loosening. Bone resorption of the femoral neck in the gruen zone 7 due to stress shielding seems to be present. There are no new findings. X-rays analysis dated (B)(6) 2011: ap and lateral views of the right hip shows small amount of heterotopic ossification near the right greater trochanter. Good anatomic alignment with no evidence of loosening. Bone resorption of the femoral neck in the gruen zone 7 due to stress shielding is present. The pelvic ring is intact. There are no new findings. CT scan analysis dated (B)(6) 2011: the prosthesis is well-seated and anatomically aligned. No evidence of fracture. X-rays analysis dated (B)(6) 2015: tha is in good position without loosening or fracture. Heterotopic ossification is noted within the soft tissues superior to the greater trochanter. Bone resorption of the femoral neck in the gruen zone 7 due to stress shielding is present. No acute osseous abnormality seen CT scan analysis dated (B)(6) 2015: findings: right hip arthroplasty is in good position. No periprosthetic lucency or osteolysis is evident. There is no surrounding cystic collection of fluid or evidence of pseudotumor. The surrounding musculature appears normal. The visualized intrapelvic contents appear normal. Si joint on the right appears normal. There is no fracture. Office visit on (B)(6) 2015: from x-rays a bone cyst behind the cup suspected. Revision surgery to be planned after the result of blood work done. Office visit dated (B)(6) 2016: surgeon thinks there might be some resorption in the greater trochanter, but the bone behind cup is still good according to the CT scan. Co and cr level higher than normal values. Revision surgery to be planned. Office visit dated (B)(6) 2016: status post metal on metal right tha with adverse soft tissue reaction. Cup planned to be revised with bone graft to defects. Office visit date (B)(6) 2016: patient developed a cyst behind the cup and has elevated ion levels with tissue reaction. Patient is feeling pain and has discomfort revision report dated (B)(6) 2016: patient undergoes to tha revision due to armd into right hip. Intraoperatively was found that patient has soft tissue necrosis around the joint and cloudy fluid consistent with metallosis. Cup and stem found to be well fixed and therefore only liner and head revised. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from (B)(4). Root cause analysis: root cause determination using dfmea: patient sensitivity to implant due to use of material with unproven biocompatibility => not possible: biocompatibility report certifies the biocompatibility of the material patient sensitivity to implant due to patient hypersensitivity to biocompatible materials => possible: even though the biocompatibility report certifies the biocompatibility of the material, it is possible that the patient may have a sensitivity towards a component, therefore cannot be excluded. Wear to head or liner due to surgeon does not follow surgical technique => possible: initial surgery report is not received, therefore cannot be excluded. Wear to head or liner due to damaged head / liner during reduction(s) and surgical dislocations => possible: it is not known if the head/liner was damaged during the surgery, therefore cannot be excluded. Wear to head or liner due to intra-operative debris between liner and head => possible: it is not known if the head/liner was damaged during the surgery, therefore cannot be excluded. Wear to head or liner due to 3rd body debris between articulating surfaces creating surface defects => possible: it is possible a 3rd body debris left between may lead to surface defects, however since it cannot be proved this risk cannot be excluded. Wear to head or liner due to mismatch of head/liner articulation diameters => not possible: head/liner articulation diameters match wear to head or liner due to hard bearing debris remains after liner exchange => not possible: liner was not exchanged. Wear to head or liner due to joint laxity => possible: it is not known whether the patient has a joint laxity or not, therefore cannot be excluded. Wear to head or liner due to use of unapproved (non-metasul and competitor) head => not possible: used combination is allowed by zimmer biomet. Conclusion summary: elevated co an cr ion levels in the blood results of the patient indicates a possible wear phenomena observed for the tha. X-rays do not show any loosening, fracture or any other failure of the tha. Third body debris left between the head/liner or a damage occurred on the articulating surfaces of those during the implantation may have contributed to the reported event. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(6) considers this case as closed. (B)(4).